Event description:
It was reported that during the procedure, the right ventricle (rv) lead was not pacing. The lead was not used and the physician elected to complete the procedure with a different lead. The patient was discharged after the procedure.